Event description:
Caller reported blood glucose results of 55 mg/dl and 96 mg/dl on the aviva system within 10 minutes. Customer reported no symptoms, self-treated successfully. No adverse event reported. Strips not available for return, replacement system sent.